Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor siltex round moderate profile 275cc, catalog number 3542640. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation primary with saline mentor siltex round moderate profile275cc breast implants and experienced capsular contracture baker grade unknown. As a result, the patient had to undergo bilateral removal and replacement on (B)(6) 2017.

Manufacturer narrative:
On 3/21/2018, mentor became aware that the date of explant mentioned in the initial report was submitted incorrectly. The date of explant was (B)(6) 2018. The devices were replaced with mentor siltex saline implants. Manufacturer¿s reference number: (B)(4).